Event description:
Reportedly, the subject programming head is not recognized by the programmer, whereas another head is working fine with the same programmer.

Event description:
Reportedly, the subject programming head is not recognized by the programmer, whereas another head is working fine with the same programmer.

Manufacturer narrative:
Preliminary analysis revealed that the inductive head software was not up-to-date, which caused the reported behavior.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programming head is not recognized by the programmer, whereas another head is working fine with the same programmer.